Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter (described as ¿excess lubricant¿) was found in a bd luer-lok¿ syringe. ¿the level of lubricant is higher than their internal procedures allow¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination. We were unable to fully investigate this incident. DHR review for batch 6090841 (p/n 301073): manufacturing dates: 04/13/2016 to 04/15/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6090841 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment investigation conclusion: no samples displaying the condition reported are available for examination. A root cause could not be determined.